Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 231 and 146 mg/dl. The customer's expected fasting blood glucose test result is 114 mg/dl. Customer also stated that her husband uses the meter; the results provided are the results for the customer and not her husband. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is 08/11/2019. The meter memory was reviewed for previous test result history: (B)(6).